Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9351474 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch #. Based on the investigation and with no sample to analyze or photo showing the symptom reported by the customer, the symptom can¿t be confirmed. This lot was produced for 1.9 mm units; therefore, the cpm is 0.53. We will continue monitoring this lot and this symptom. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (peura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that the bd¿ blunt fill needle broke from the hub during use. The following information was provided by the initial reporter: "blunt fill needle broke off from the plastic hub connector".